Event description:
The physician was performing a brain tumor resection. The doctor was using the 36 khz handpiece and it was reported that the handpiece overheated causing the optical nerve of the pt to get burnt. The left pupil was less reactive after surgery and the pt had a left peripheral field deficit. A day after the surgery the doctor noted that the pt's vision was improving. The pt was discharged 6 days later with no physical therapy recommended. The pt was stable and doing well. The hospital tested the system three times, once in 2004 and twice the next day and found that the equipment was fully operational.